Event description:
It was reported that the patient had deceased. There is no known allegation from a health care professional that suggest that the death was device related. The cause of death is unknown and no additional information was reported.